Manufacturer narrative:
Evaluation summary: heavy calcification was observed in the cusp area of leaflet 2 and the remaining cusp area of leaflet 3, moderate to heavy calcification was observed in the cusp area of leaflet 1. The free margin of leaflets 1 and 2 and remaining free margin of leaflet 3 exhibited moderate calcification. Calcification restricted mobility in the leaflets and led to stenosis. Leaflet 1 had a tear at commissure 1. Remaining part of leaflet 3 also had a tear at commissure 1. Calcification was visible near the regions of the tears. Leaflet 3 had a cut area removed. What appeared to be a leaflet piece was returned with the valve. Calcification and host tissue was also observed on leaflet piece. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice. Host tissue was heavy at the stent inflow and minimal at the stent outflow. The x-ray demonstrated calcification. X-ray. The explanted valve was returned to edwards for analysis which confirmed the reported event. Evaluation demonstrated heavy calcification on the valve, causing the patient's stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 5 months due to critical aortic stenosis, symptomatic. Per the op report, catheterization was performed, which revealed significant three-vessel coronary artery disease, as well as, confirmed stenosis of the bioprosthesis, as well as, at least moderate aortic insufficiency. This was confirmed by echo findings. Aotic mean gradient of 66 mmhg, calculated aortic valve area somewhat around 0.8. A new edwards bioprosthetic valve was seated without difficulty and tied down. Patient weaned from cardiopulmonary bypass without difficulty. Tee demonstrated preserved ejection fraction and no perivalvular leak. Patient tolerated procedure well.

Manufacturer narrative:
There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. In this case, there is insufficient information to conclusively determine the root cause for the reported stenosis. No further actions are possible with the available information.